Event description:
It was reported the gastrointestinal videoscope image was unclear and appeared fuzzy during inspection for use (prior to patient use). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent/flickered image. A root cause could not be identified. Based on the results of the investigation, the cause of the unclear and fuzzy image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.